Manufacturer narrative:
The system was examined and the ultrasound (u/s) cable was replaced to address the priming issues. The system was tested and found to meet product specifications. A review of the customer's complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on december 15, 2010. Based on quality assurance assessment, the product met specifications at the time of release. The cause of the reported "shut down issue" could not be conclusively determined. The cause of the "priming issues' was attributed to the ultrasound (u/s) cable. However, the cable became nonconforming could not be conclusively determined. (B)(4).

Event description:
A purchasing agent reported that they had a priming issue before a cataract extraction with intraocular lens procedure, and then during the procedure the unit shut down on its own. The surgery was completed with an alternate system with no harm to the patient.